Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away while connected to a spectrum pump. The drug being infused was not reported. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.